Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Data was retrieved from the device, however the no pulse width or rotational sensor information was present in the data. Although no alarms were observed, it cannot be determined in any timeouts or drive stalls happened during the run of the device. The exact cause of this partial data loss could not be determined. No other damages or defiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level reached 21 mmol/l (378 mg/dl). The pod was worn longer than 48 hours on the arm. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.